Event description:
Vent alarm for low exhaled minute volume and low exhaled tidal volume. Audible cuff leak, inability bto maintain patency of the cuff. The pilot balloon was placed in water and noted air bubbles along the heat seal edge of the balloon. Pilot balloon crimped off and new shailey trach placed.